Manufacturer narrative:
(B)(4). (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in xxx as follows: it was reported that a surgery took place on (B)(6) 2016; no anomaly occurred during the procedure. At the end of (B)(6) 2016 the patient had foreign body feeling and returned to the hospital. It was reported that one cervical spine locking screw went back from plate. The revision surgery was performed and the screw was removed on (B)(6) 2016; the plate is still implanted. Now the patient condition is reported as stable. Reported concomitant parts: plate (part: unknown, lot: unknown, quantity: (B)(4)), zerop spacer (part: unknown, lot: unknown, quantity: (B)(4)). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the returned part was re-inspected for all the features pertinent to the complaint condition. There is some post production wear damage on the screw but no visual defects manufacturing related have been identified. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).